Event description:
On (B)(6): customer reports that during a retrograde cystogram procedure (pt information not provided) under general anesthesia, the system fluoro failed. The physician determined at that time to abort the procedure. Customer reports the pt was fine, but does not know if or when the pt procedure may have been rescheduled for.

Manufacturer narrative:
Covidien technical support had operator power cycle the complete system then guided her to remove power from the gim and re-apply power but the system still would not fluoro or perform digital sports. Operator then decided to have fse come and check the system to evaluate / repair. However, when dispatch spoke to the facility biomed reported they will address this issue and asked that covidien please cancel the service call. On (B)(6): covidien product monitoring contacted customer who reported they did not know what the facilities biomed did, but the room is up and functioning with no issues.